Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that a vns pt received a high impedance warning during device diagnostics testing. The pt's treating vns therapy physician indicated that device diagnostics had been within normal limits at the pt's previous office visit three months earlier. Pt x-rays were received and no lead discontinuities were identified during the manufacturers review of these images, though the device did appear to form an acute angle in the pt's neck region. The pt's device was programmed off and she will reportedly undergo lead revision surgery soon. Good faith attempts for additional info have been unsuccessful to date.